Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2 and h4. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter is tilted, abuts the inferior vena cava (ivc) wall and perforates the ivc wall. The patient reported becoming aware of the events approximately three years and five months post implant. The patient also reported chest pain related to the tilted filter. According to the medical records the patient had a history of morbid obesity and hypercoagulable state. The indication for the filter placement was prophylaxis prior to gastric bypass surgery due to a high risk for thromboembolism. The filter was placed via the right common femoral vein and was deployed at the l2-l3 intervertebral disk. Approximately eight months later a computed tomography (CT) scan of the abdomen was performed, the indication for the exam was not provided. Results noted the filter is in place, a 3cm right adnexal cyst, small fat containing ventral hernia and diffuse significant fatty liver. One year and four months later a duplex ultrasound of the lower extremities was performed. History noted at the time of the exam was elevated d-dimer, anemia and anxiety. The exam was negative for deep vein thrombosis. Approximately three years and five months post implant an abdominal CT scan was performed for abdominal pain. Results of the scan noted the filter is tilted and one leg of the filter questionably projects beyond the ivc. The filter appears intact. The liver was noted to appear normal in this scan. The product is not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Abdominal and chest pain do not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt. Section d6a per the medical records, the correct implant date was january 25, 2016.

Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity and hypercoagulable state. The indication for the filter placement was prophylaxis prior to gastric bypass surgery due to a high risk for thromboembolism. The filter was placed via the right common femoral vein and was deployed at the l2-l3 intervertebral disk. Approximately eight months later a computed tomography (CT) scan of the abdomen was performed, the indication for the exam was not provided. Results noted the filter is in place, a 3cm right adnexal cyst, small fat containing ventral hernia and diffuse significant fatty liver. One year and four months later a duplex ultrasound of the lower extremities was performed. History noted at the time of the exam was elevated d-dimer, anemia and anxiety. The exam was negative for deep vein thrombosis. Approximately three years and five months post implant an abdominal CT scan was performed for abdominal pain. Results of the scan noted the filter is tilted and one leg of the filter questionably projects beyond the ivc. The filter appears intact. The liver was noted to appear normal in this scan. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of filter strut(s) outside the ivc .the patient became aware of the reported events approximately three years and five months after the index procedure. The patient also reported chest pain related to the tilted filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter is tilted, abuts the inferior vena cava (ivc) wall and perforates the ivc wall. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter is tilted, abuts the inferior vena cava (ivc) wall and perforates the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.